Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The lead returned in two segments and severed, approximately 86 from the terminal end, with a total returned length of 520mm. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead was returned and analyzed.

Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is expected to return.